Event description:
It was reported that the implant cover plate was damaged during insertion. Another cover plate was used to complete the surgery. There were no patient complications.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the reported event.

Manufacturer narrative:
Visual and optical inspection confirms the coverplate right arm tip is damaged, with the left side undamaged. The findings are consistent with misalignment/malposition of the coverplate during insertion. Coverplate overall width inspected and found to be within print specification.